Event description:
While attempting to turn off suction machine, switch would not move. Biomed notified, machine evaluated, switch replaced. Passed functional test and returned to service. No patient information available.